Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer's insulin pump batteries were lasting 2 to 3 days. The customer¿s blood glucose level was high at about 259 to 269 mg/dl at the time of the incident. The customer used the pump to treat the highs. The customer was getting low battery and failed battery alarms. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.